Event description:
Rptr purchased a robitussin vaporizer on tuesday. They read all the directions and followed all steps as indicated. Rptr did not pour too much water in the container, in fact it was about 1 inch from the fill line. Rptr kept hearing strange noises, they thought it was their dog playing. Rptr saw the steam coming out of the humidifier and just like a child, they went to go and observe. It was neat. This vaporizer is the "baby model." All of a sudden the vaporizer shot out a stream of water about 2 feet long and as big around as a pencil. It hit rptr on the arm and was very hot. Rptr's friend immediately ran and got the aloe. Today is thursday and rptr's arm is still hurting. Rptr has three bad burns on their right forearm, and rptr still has 2 to 3 inch red burns on arm. Rptr does not feel that this product is safe for children. The burns are capable of doing some real damage on someone who has thin skin. Rptr called robitussin 3 times and today rptr finally got in touch with them. They really did not have anything to say. Rptr would like at least an apology.